Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a hip stem. An evaluation of the device cannot be performed as the device was sent to pathology per hospital protocol and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
I was called in on a revision of a loose stem by dr (B)(6). After reviewing the x-rays with the doctor, there was a consensus that the stem appeared to be loose with radiolucent lines around it. Dr (B)(6) planned to remove the stem and implant a zimmer prosthesis. He requested at the time to replace the liner on what appeared to be a well fixed trident psl cup. The liner was replaced without incident.